Event description:
It was reported to the manufacturer that the patient's depression was worsening. Further investigation revealed that the reported condition started four days after vns implantation surgery.